Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 24-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with all test results obtained greater than 110mg/dl. The expected fasting blood glucose test result range is 105-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call, a back to back blood test was performed by the customer and produced test results of 96 and 95mg/dl non- fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/13/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (test 3-4 hrs after meals): (B)(6).